Event description:
It was reported that 1/2 hour after the initiation of support, the membrane differential increased rapidly from 15 ml mercury to 60. Oxygenation still occurred but the circuit was changed out due to the high differential pressure. No consequences to the pt have been reported. (B)(4).